Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose level was 179 mg/dl. It was indicated that the customer had manual injections available and would take a manual injection if needed.